Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display widow corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose had been at 46 mg/dl and the customer brought it up to 192 mg/dl. The customer was attempting to calibrate the sensor when the insulin pump alarmed. The insulin pump had not been exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.